Event description:
A customer reported the equipment's first laser port did not have laser sight, and second port had low laser power during a photocoagulation procedure. The procedure was not completed. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).